Event description:
Customer reported on a bravo ph capsule that failed to attach. Capsule was still attached and fell off the delivery sys after it was removed. The pt was not injured following the procedure.